Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
A lensar field service engineer reported that while on a clinical site for training the bed orientation and eye selected by the doctor did not match resulting in the cci's being placed nasally.